Manufacturer narrative:
It was reported that a 64 year old male patient underwent non-ischemic ventricular tachycardia - left ablation procedure with pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring pericardiocentesis. It was also reported that after taking about (B)(4) points for fast anatomical mapping with the pentaray, the carto3 system was displaying a magnetic distortion error. The investigational analysis completed(B)(6)2020 . The device was visually inspected and it was found in good conditions. The magnetic and electrical features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent non-ischemic ventricular tachycardia - left ablation procedure with pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring pericardiocentesis. It was also reported that after taking about 2-3 points for fast anatomical mapping with the pentaray, the carto3 system was displaying a magnetic distortion error. The thermocool® smart touch¿ bi-directional navigation catheter was plugged into the patient interface unit (piu) and used for troubleshooting just prior to seeing the effusion. No ablation was performed. To troubleshoot, all catheters were disconnected from the piu and the error cleared. Once the pentaray catheter was reconnected to piu, the error reappeared. The pentaray catheter was not showing the splines. The cable was exchanged, but the issue persisted. At this time the pericardial effusion was noted and troubleshooting was stopped. The intracardiac echocardiography soundstar catheter was used to confirm a pericardial effusion. A pericardiocentesis was performed and about 700 cc of fluid was removed from the pericardial space. Procedure was aborted at the time and patient went to intensive care unit (ICU) for observation. It was also noted that there was no effusion before the procedure was started. The event was discovered during use of biosense webster inc. (Bwi) products. Transseptal was performed using the brk1 needle. In the opinion of the physician the event was procedure related and was caused during transseptal. The patient required extended hospitalization in the ICU for observation while pericardial drained was maintained and their condition had improved as of 02/10/20 when the drain was removed. No ablation was performed prior to discovering the effusion. Since there is no indication that the ablation catheter was used for ablation or manipulation the event will be reported under the pentaray catheter.